Manufacturer narrative:
This report is being supplemented to provide microbial testing results and cleaning, disinfection, and sterilization information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel and auxiliary channel with water. Bomix 2% was used as the detergent for pre-cleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, and instrument channel. A channel cleaning brush set (ref: nebs41221-g-set01) was used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor used was etd 4 and etd double. Endo act and endo det were used as the detergent and endo dis was used as the disinfectant. The scope was hung vertically in a edc plus. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide microbial testing results. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to results of device evaluation. During device evaluation at olympus, it was found the distal end failed the electrical safety test, the distal end was dirty, the air/water and suction cylinders were discolored, the switch box was dented, the connecting tube was scratched, and the light guide lens was chipped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the event of positive culture could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the event of distal end was dirty, it is likely that the distal end was turned to brown by use of high energy endo therapy accessories. Burnt/melted/discolored distal end was confirmed by the legal manufacture. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.